Event description:
Subsequent information received notes the returned device may not be the reported device; the lot number was not identified by the site. No additional information was provided.

Event description:
It was reported that using a right femoral artery access approach during a procedure of the distal anterior tibial artery the 2.5 x 200 mm armada 14 balloon dilatation catheter (bdc) was used successfully inflated twice at 8 atmosphere (atm) and removed from the anatomy without reported issue. Outside the anatomy prior to re-use it was noted that the balloon material appeared flimsy and the inner member was stretched and the orange shaft was not stable; the device was not used again. There was no resistance noted during advancing or removal. A different bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported damage was not confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product that was returned does not match the damage reported and follow-up to the account suspects that the wrong device was returned. Therefore, the lot number that was reported and noted on the packaging was not likely from the reported device. It should be noted that the armada 14 instruction for use (IFU) states: the device is indicated to dilate stenoses in femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The 2.0 to 4.0 mm balloon diameters are also indicated for post-dilatation of balloon-expandable stents up to 40 mm and self-expanding stents up to 80 mm in the vessels listed above. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.